Event description:
This is a report of a patient death. The patient was hospitalized prior to death for pneumonia. It was unknown if pd therapy was ongoing until the time of death or if the patient was attached to the cycler at the time of death. It is unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the event history revealed no system errors, anomalies, hardware device failures or increase intraperitoneal volume (iipv) events that could have caused or contributed to the event. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. There was no failure or malfunction identified that could have caused or contributed to the event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.